Manufacturer narrative:
(B)(4).

Event description:
Related manufacturing reference number: 2017865-2021-32328. It was reported that the patient has deceased.¿¿there is no known allegation from a health care professional that suggests that the death was device related.¿¿the cause of death was heart failure and cardiac arrest.¿¿no additional information was reported.